Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue could not be confirmed. Other evaluation findings includes: biopsy channel leaking at plastic distal end cover and biopsy port; distal end is detached and rotating; and, angulation has heavy movement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that black debris exits the instrument channel of the scope during sterilization of the cysto-nephro videoscope. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. It was later provided the device was cleaned prior to sending the device for repair. There was no delay in the start of cleaning and proper reprocessing procedures were in place. Attempts were conducted to obtain additional information; however, no further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, from the information obtained it is unknown if any deviations from the reprocessing instructions for use (IFU) occurred at the facility. Furthermore, a leak in the biopsy channel has been confirmed during the evaluation of the device however, the relationship to the foreign object is unknown. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the IFU section: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿ it is possible that the phenomenon indicated can be prevented by this. Olympus will continue to monitor field performance for this device.